Event description:
It was reported that the patient experienced an infection with symptoms of discomfort, pain, purulent discharge/pus and redness. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).